Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that patient was doing well when we saw her in (B)(6) 2020 but now is having increased urinary urgency, frequency, and urge in continence.  She is going through 4-5 pads per day and has a loss of therapy upon interrogation the device was noted to be off.  It was stated that this was possibly related to  the device or therapy and that the event was ongoing.  No further complications were reported/anticipated at this time. Additional information was received. Patient was doing well when we saw her in (B)(6) 2020 but now is having increased urinary urgency, frequency, and urge incontinence. She is going through 4-5 pads per day. She states she makes it to the bathroom in time about 50% of the time. She is charging her device once a week and states it doesn't take long to charge. Upon interrogation the communicator was dead the device was noted to be off. The communicator was charged in office and worked fine. Patient was unaware that the device was off. The patient stated that she has having difficulty charging her device since it was placed and she wanted device, she doesn't need to charge. Interventions taken included that the device was explanted and replaced on (B)(6) 2022. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.